Manufacturer narrative:
(B)(4) - the plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
During follow-up it was discovered the peritoneal dialysis (pd) patient was found to have an inguinal hernia on (B)(6) 2016. Per pd patient's clinic registered nurse (rn) the patient was evaluated by the doctor and indicated the doctor had decided to leave the hernia as is and an inguinal hernia repair was not being scheduled at this time. Per pdrn the patient was not admitted for the event and no additional medical records were available.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
During follow-up it was discovered the peritoneal dialysis (pd) patient was found to have an inguinal hernia on (B)(6) 2016. Per pd patient's clinic registered nurse (rn) the patient was evaluated by the doctor and indicated the doctor had decided to leave the hernia as is and an inguinal hernia repair was not being scheduled at this time. Per pdrn the patient was not admitted for the event and no additional medical records were available.